Event description:
It was reported to philips that there was several reboot for system to boot up properly. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer inspected the system and confirmed the system booted, but the big screen lacked live images. The dvi converter was noisy, but the main issue was the matrix switch preventing the displays from working. The cause of the reported malfunction conclusively could not be determined by the supplier's parts analysis, however the replacement of the video matrix switch and display port adapter by the field service engineer has resolved the reported issue. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.